Event description:
The customer reported the patient was found sitting against the wall in her hospital room and was found to have a fractured intertrochanteric hip fracture. The staff noted the alarm did not sound, however they are unsure if the ppm was set. The bed was removed from use and taken for inspection by a facility technician. Brakes, scale, accuracy, patient position monitor, nurse call communication cable and siderail latches were all checked and found to be functioning properly.

Manufacturer narrative:
The hill-rom investigation indicated allt he siderails were in the up and locked position. The caregiver is unsure if the alarm was set. The technician performed a full inspection of the bed per man 168ra, page 6-10 and found no issues.